Manufacturer narrative:
H.6 investigation summary: this summarizes the investigation results regarding a complaint that alleges discrepant result when using kit rapid detection of sars-cov-2 veritor (material # 256082), batch number 2108197. Bd quality performs a systematic approach to investigate discrepant result complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. Batch history record (bhr) review and retain sample testing were performed on the batch number provided and no relevant issues were found. A photograph was returned and analyzed; the reported issue was unable to confirm via photographs. The complaint was unable to be confirmed. The root cause could not be identified. No trend against discrepant results was identified.

Event description:
It was reported that bd rapid detection of sars-cov-2 veritor¿ discrepant results obtained. The following information was provided by the initial reporter: "customer states discrepant results obtained for asymptomatic patient hazard, injury or erroneous results details detailed erroneous results (include # of errors and type): discrepant results what result did the customer obtain from the bd product? 1 results was covid pos, other result was covid neg. What result was the customer expecting to obtain (if different from the obtained result): pending was this a qc, validation, or proficiency test? Patient testing was patient treatment changed as a consequence of the issue with results? Pending did the patient suffer any adverse medical consequences as a result of the change in treatment? No"

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd rapid detection of sars-cov-2 veritor¿ discrepant results obtained. The following information was provided by the initial reporter: "customer states discrepant results obtained for asymptomatic patient hazard, injury or erroneous results details detailed erroneous results (include # of errors and type): discrepant results what result did the customer obtain from the bd product? 1 results was covid pos, other result was covid neg. What result was the customer expecting to obtain (if different from the obtained result): pending was this a qc, validation, or proficiency test? Patient testing was patient treatment changed as a consequence of the issue with results? Pending did the patient suffer any adverse medical consequences as a result of the change in treatment? No."